Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 6173942, medical device expiration date: 09/30/2017, device manufacture date: 06/21/2016. " bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label errors with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes contained labels that weren't printed properly.